Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) vented high-volume inlets had unidentified particulate matter on the white connector, inside the cap of the white connector, tube, and filter. Additionally, a dark color spot was noticed on a white connector. This was observed while the devices were inside the product packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: six (6) actual devices and photographs of the sample were received for evaluation. The returned photographs were reviewed, and it was noted that there were small spots of particles observed in the sealed packaging. The actual samples were visually inspected and it was noted that sample 1 had a dark spot inside white connector cap, sample 2 had dark spot on white connector, and dark spot embedded in tubing, sample 3 showed dark particulate object on vent perimeter, sample 4 showed blue discoloration or smudge, and dark spot on white connector, sample 5 showed dark particulate object on spike cap, and sample 6 showed dark spots on tubing. The reported condition was verified. The cause of the condition could not be determined; however, the cause was possibly related to manufacturing or the packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.